Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor had pause episodes due to undersensing. The device showed loss of sensing and wandering baseline. The patient was asymptomatic and would be followed without changes.